Event description:
It was reported the subject device exhibited presence of bubbles (not disinfected) during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report was sent in error as presence of bubbles would not cause or contribute to a death or a serious injury if it were to recur, also to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d8, e1; h2, h3, h6, h11. Corrected fields: h6 (medical device problem code). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water leakage. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.